Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft and aptus endoanchors were implanted in a patient for the endovascular treatment of an 8.5 cm diameter abdominal aortic aneurysm. There was a large amount of calcium that was higher than expected on approximately one third of the aortic wall. The aortic neck was short and conical. The proximal aortic neck is 24 mm in diameter, distal aortic neck is 28 mm in diameter, and the aortic neck is 10 mm in length. It was reported that one month post initial procedure a CT revealed that the endurant stent graft had a type I endoleak. An intervention was performed with the implantation of additional aptus endoanchors approximately two months post implant. A CT at three months post implant revealed that the type I endoleak persisted. The physician stated the cause of the event was due to the short conical aortic neck the endurant stent graft was oversized. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.